Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No moving/ramping numbers or scrolling bar moving anomaly noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their buttons were unresponsive when attempting to bolus. Customer also reported the insulin pump was delivering insulin to the customer's body, but would not indicate how much. Customer's blood glucose was 132 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.